Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03457 - 1, 0001825034 - 2018 - 03458 - 1.

Manufacturer narrative:
(B)(4). Patient identifier: (B)(6). Concomitant medical products: vanguard interlok femoral component, catalog #: 183004, lot #: j3943450, arcom series-a standard patella, catalog #: 184764, lot #: 928210, polished finned tibial tray, catalog #: 141252, lot #: 2017050502. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03456, 0001825034-2018-03457, 0001825034-2018-03458. Remains implanted.

Event description:
It was reported that the patient underwent a washout of the joint for unknown reasons. Attempts have been made and no further information has been provided.